Event description:
Information alleged that the head up function was not working. Function dose not work manually or under power.

Manufacturer narrative:
Technician found the bed "down" storage. Head up function not working manually or under power. Battery led is on. After troubleshooting determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.